Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the keypad was found to have a v shaped tear centered on the ok button. Evaluation revealed a crack along the side of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/29/2014.